Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "pinhole in balloon or cuff wall thickness too thin". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause the balloon to burst. Recommended inflation capacities: 3cc balloon: use 5 cc sterile water. 5cc balloon: use 10cc sterile water. 30cc balloon: use 35cc sterile water". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter from a lot was inserted and fell off, the patient thought that there was a hole in the balloon, and another lot was inserted and the catheter fell off while during the change in the bed linens. Per follow-up via phone on 14dec2020,the balloons were deflated and tried to fill the fluid into the balloon after they fell off and 5 lots of catheters were having holes in them. The fluid was initially used to inflate the balloon was 10ml in all the first 4 catheters and the 5th one alone filled 5ml into the balloon and the catheter fell out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter from a lot was inserted and fell off, the patient thought that there was a hole in the balloon, and another lot was inserted and the catheter fell off while during the change in the bed linens. Per follow-up via phone on 14 dec 2020,the balloons were deflated and tried to fill the fluid into the balloon after they fell off and 5 lots of catheters were having holes in them. The fluid was initially used to inflate the balloon was 10 ml in all the first 4 catheters and the 5th one alone filled 5 ml into the balloon and the catheter was fell off.